Manufacturer narrative:
It was reported that the introducer set is leaking at the diaphragm. When we place our rf catheter through the diaphragm, blood is continuously leaking out around the orange piece. We had to continue to procedure as planned due to the catheter already being in place. Patient is doing well. Patient medical history includes venous insufficiency. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The introducer set is leaking at the diaphragm. When we place our rf catheter through the diaphragm, blood is continuously leaking out around the orange piece.